Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: accolade ii stem; shell; femoral head; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown stryker liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and return, pathology reports, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Accolade ii stem was explanted due to infection. An antibiotic spacer was placed. Update 21/december/2021 wg: as per rep response: "a [stryker] liner, shell, and head implants was removed as well.

Event description:
Accolade ii stem was explanted due to infection. An antibiotic spacer was placed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.